Event description:
A medtronic representative reported that the system was operating slowly while in a cranial surgery. Surgeon continued use of the system throughout the surgery with no reported impact on patient outcome.

Manufacturer narrative:
Patient information was not available at time of this report. The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies.